Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's routine follow-up, when the pt was connected to the clinic's pt cable as red heart alarm occurred. The equipment was inspected and a pin was found broken in the white lead of the system controller. A bent pin in the white lead of the pt cable was also found. It was suspected that the broken pin in the white connector was from the pt's pt cable. The staff attempted to exchange the pt to his backup system controller. At the time of the exchange the pt's backup system controller was connected to a new pt cable. The pt continued to experience red heart alarms and pump stop events. It was noted that the pt was in a seated position at the time of the events. The pt was switched back to his primary system controller and was kept on battery power. The pt was admitted into the hospital and x-rays were taken and reviewed. The x-rays did not indicate any apparent damage to the percutaneous lead. An eval of the pt's driveline was performed by the MFR's technical service. While the percutaneous lead was manipulated near the distal end bend relief at the metal connector, a low speed event occurred. The pt felt a slight sensation in their chest similar to what it felt like when changing the system controllers. The green wire was found broken during the phase interrupter testing. A portion of the distal end of the percutaneous lead was then replaced by the MFR's technical service representative. After the repair, no issues were found when the pt was connected to a pt cable.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.